Event description:
Dealer reported that the sieve bed for an irc5po2v concentrator is blown, there is white powder all in the machine. Dealer reported that the unit alarmed and the end user had an alternate source of o2 when the issue occured.